Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device upgrade to a biventricular ICD, externalized conductors were observed on the lead. No electrical anomalies were detected. Lead is still implanted but is referred for extraction. Patient condition is good.